Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Healthcare professional, later reported, left side rupture. Capsular contracture, baker grade iii. Calcification, nipple hyperesthesia. And exchange of textured device, due to patient's concern with product.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Pain: unable to observe since it is not related to the device. Calcification: observed white calcification on the device. Capsular contracture: unable to observe since it is not related to the device. Nipple sensation increase/decrease: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: deformation device observed on the device.

Event description:
Patient reported left side rupture. Healthcare professional later reported left side rupture, capsular contracture baker grade iii, calcification, nipple hyperesthesia, and exchange of textured device due to patient's concern with product. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.